Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 4 of 4 (workstation (B)(4) - 2nd patient sample). Events 1, 2 and 3) customer reports false negative dat (igg) results were obtained when they used lot 120817001-57 on 2 vision analyzers (B)(4) and also by manual workstation (B)(4) gel testing. On (B)(6) 2018, one patient sample was tested for polyspecific dat using mts igg, c3d gel card and the 1+ results were confirmed on both visions and by manual gel method using the same lot#. The customer then proceed to isolate which portion (igg or c3d) was positive. Igg dat was done but all results were negative (both visions and by manual gel method) using mts anti-igg gel card lot 120817001-57. The c3d testing was done by tube method using anti-c3b,c3d antisera and the reactions were negative. The customer then sent the sample to their sister facility to be tested for the same tests using vision 50002514. The results were identical with 1+ in the polyspecific igg, c3d gel card; but their anti-igg gel card lot (different lot used) produced a 1+ positive. Customer believed this result to be accurate and claims lot 120817001-57 produced false negative dat igg results. Customer indicated the elution test to identify the possible antibody that was coating the cells, causing the igg 1+ positive would not be performed as per their medical director. Issue started on: (B)(6) 2018. Frequency: one patient sample. Incubation time (for manual test only): immed spin. Vision (B)(4) produced a question mark result for the dat igg but customer modified the reaction to negative after review of the image which did not reveal true agglutination but a small fiber which was evident on the image. Other reagent: mts diluent 2 same lot was used on all analysers and by manual method. Qc type: all qc passed using albaq. Patient/sample data: possible diagnosis was hemolytic anemia. Patient pregnant: no. Sample type: centrifuged edta sample. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Detail any maintenance failure or maintenance inadequately performed that would be relevant for the issue: up to date . Econn data was pulled. All qc passed, no error codes posted. Reagents confirmed to be stored and handled according to the IFU and vision reference guide. Detail next step or any corrective action proposed: customer will be followed up with after review of data and images. Refer to mxp1998787 for issues on vision 50002566; mxp1998788 for issues on vision 50002565; mxp1998789 for issues with manual gel method; mxp2001571 for issues with manual gel method (second patient sample event). Images pulled for vision (B)(4) which customer considered to be produce the correct 1+ dat igg result also, gel card image attached where last column was? And customer determined it was 1+. Customer follow-ups: on (B)(6) 2018: customer was followed up and the following was provided: event 4) patient returned to this hospital and on (B)(6) 2018 a second sample was drawn. This sample was dat igg tested using lot 120817001-57 and again a clear negative reaction was obtained by manual gel method. See mxp 2001571. This sample was tested by vision (B)(4) using the same anti-igg gel card that was sent to them from their associated facility where vision (B)(4) is located. The reaction was flagged a question mark and the customer determined it was a 1+ positive. This image is attached to this record. Prior ref lab report was shared with this site from another hospital where the patient had been before they came to this current hospital. The ref lab reported a negative dat on the patient specimen that was dated on (B)(6) 2018. The method used for this test is unknown. Additional update provided that the patient had received 4 units of o pos (2 on (B)(6) 2018 and 2 on (B)(6) 2018). Elution was not done. Customer no longer has lot 120817001-57 in their inventory. Replacement was sent to them as per mxp1999872. They will use a new lot moving forward. Customer sent list of medications and relevant reports associated with this patient. Tsc referenced the aabb technical manual for information regarding drug induced dat results. Differences of testing methodologies were discussed and customer is satisfied with documentation of their issue. Customer does not require additional follow up.